Event description:
It was reported that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and would not communicate with external devices. The patient lost therapy.